Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A (B)(6) female pt underwent endovascular exclusion of an aaa on (B)(6) 2014. While using the cook performer introducer, the stopcock came off the end and the pt lost approx 100 ml of blood. No one was touching the stopcock when this occurred. The pt did not receive any blood administrations and has been discharged from the hosp.